Event description:
It was reported that upon the patient's follow up visit, it was discovered that the implants had started to detach off of the vertebrae. It is unknown at this time if the patient will undergo revision.

Manufacturer narrative:
Method: x-ray review, labelling review, risk assessment. Result: the reported event was confirmed by the rep. Device was not returned and lot number not provided, therefore device evaluation, device history review, complaint history review could not be performed. X-ray review identifies two screws from the upper level of the plate backing out of the vertebrae but are still locked into the plate. No issue found on the plate itself. The surgical technique states that based on the fatigue testing results, the physician/ surgeon must consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact on the performance of the system. Physician instructions regarding full weight-bearing activities must be complied with until maturation of the fusion mass is confirmed. Failure to comply with physician instructions may result in failure of the implant, the fusion, or both. Conclusion: the potential root causes of the reported event are the patient applies too much force an excessive number of times causing plates to be displaced, poor surgical candidate or bone quality, excessive post-op activity by patient (not recommended by surgeon), patient does not follow surgeon instructions, patient over exerts. However, the exact root cause could not be determined conclusively.

Event description:
It was reported that upon the patient's follow up visit, it was discovered that the implants had started to detach off of the vertebrae. It is unknown at this time if the patient will undergo revision.